Event description:
It was reported that the patient implanted with this cardioverter defibrillator received multiple shocks. Upon review of the device, the patient was in fast conducted atrial fibrillation. The device withheld therapy for a while, but then the patient's rhythm accelerated further. The morphology became uncorrelated, and the device delivered anti-tachycardia pacing (atp) and multiple inappropriate shocks which led to therapy exhaustion. The device was interrogated and the electrograms were reviewed by the physician. Reprogramming changes were made to the device, and the patient was prescribed medication and will continue being monitored. The patient has fully recovered. This device remains implanted and in service.

Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of atp delivered when not required is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this cardioverter defibrillator received multiple shocks. Upon review of the device, the patient was in fast conducted atrial fibrillation. The device withheld therapy for a while, but then the patient's rhythm accelerated more. The morphology became uncorrelated, and the device delivered anti-tachycardia pacing (atp) and multiple inappropriate shocks which led to therapy exhaustion. The device was interrogated and the electrograms were reviewed by the physician. Reprogramming changes were made to the device, and the patient was prescribed medication and will continue being monitored. The patient has fully recovered. This device remains implanted and in service. This supplementary report is submitted to include the investigation conclusion of known inherent risk of device.